Event description:
It was reported that the right shoulder was revised. No additional information about the event or the patient has been provided.

Manufacturer narrative:
The complaint product was not received. The product condition of a fractured glenoid device was confirmed via x-ray and post explant photos. X-ray evaluations: immediate post op of the initial surgery , the center peg is slightly off axis to the peripheral pegs, which move as a group of three. This implies that the alignment, drill hole position, or drill hole depth of the pegs were slightly off at the time of initial surgery. The one-year post op x-ray shows where the glenoid has begun to disassociate from the center peg. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company has not received any other complaints involving parts from this manufacturing lot of 50 pieces that have been in the field since 2014. Therefore, this does not appear to be manufacturing-related. User-related is that there is evidence that the surgeon implanted this glenoid using a short drill without a drill guide, which caused the pegs to bottom out on the scapular wall. The revision of the glenoid component reported was likely the result of insufficient drilling as the center peg contacted the anterior scapula wall during impaction, which led to damage of the peg and a shift in the peg position at the time of initial surgery. However, this cannot be confirmed because the devices were not available for evaluation and adequate information was not provided. In review of the labeling device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the system surgical technique and use these implants in accordance with the respective indications and contraindications. There has been no patient information provided; therefore, the patient risk/clinical factors cannot be assessed. This device is used for treatment not diagnosis. Additional information was requested about the event and patient, there has been no new information provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery:(B)(6) 2015. Revision of fractured glenoid component.